Event description:
A pneumothorax was identified following a galaxy-assisted biopsy procedure for a lesion in the left upper lobe. A chest tube was inserted, and the patient was admitted for inpatient care and subsequently discharged after three days. No further complications or additional interventions were reported. No device malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was discarded after the procedure, and manufacturing record review confirmed it passed final qa/qc release. Video review identified no system malfunctions and confirmed the galaxy system functioned as intended, providing stable and accurate navigation throughout more than fifteen biopsy passes. The pneumothorax most likely occurred near the end of the procedure during a needle biopsy in which the needle was advanced farther than during prior sampling, resulting in sudden, jumpy motion consistent with pleural puncture. Navigational guidance remained accurate during this event, indicating the injury was due to mechanical over-advancement of the biopsy needle rather than device performance. The physician did not attribute the injury to the galaxy system, and video review supports that the pneumothorax is consistent with the known inherent risks of bronchoscopy and transbronchial biopsy.